Event description:
A customer reported to baxter (B)(4) a vialmate in which a disconnection was observed. According to the report, the adaptor does not fit correctly. The report stated that the adaptor did not click into place and, therefore, became disconnected. There was no patient involvement. Therefore, there were no reports of patient injury, medical intervention, or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the plant for evaluation and was attached to a viaflo bag. The reported condition of "adapters not fitting correctly" was not confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.